Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure and . The customer¿s blood glucose level was 172 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert for the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. No missing segments, partial display, or distorted display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected hardware low level failures alarms noted during testing however, the formatted history file confirmed hardware low level failures due to a software error .the insulin pump was monitored for a day and no fuzzy or distorted display or display anomaly noted.